Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 3 mm from the distal tip. The catheter appears to have ruptured during onyx delivery due to the over-pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. Hresults: catheter rupture

Event description:
Treatment of an avm. It was reported the catheter ruptured at 2cm from the distal tip and this was noted upon catheter removal. A control angiography was performed and showed an onyx cast in the distal vasculature. The onyx cast was successfully removed with a micro snare. No patient injury reported.